Event description:
It was reported that following a knee surgery in (B)(6) 2014 the patient felt their implantable neurostimulator (ins) ¿pulled too hard, like too much stimulation¿ so they shut down their device and had not charged since (B)(6) 2015. Because they had not charged in several months they had a communication problem and an overdischarge was suspected. The patient no longer sees their doctor anymore but wants their device explanted. No outcome or interventions were noted however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. (B)(4).